Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they felt a twist under their leg. Patient also stated that they felt the stimulation on their leg the whole time since they were implanted. Patient also mentioned doing adjustments last night but today at morning they stated the stimulation went back to 0. Agent reviewed therapy expectations when doing adjustments. Assisted patient with changing programs during the call until they confirmed feeling it on the bicycle seat area. Patient mentioned they did adjust to program 5 at 1.0 stimulation intensity. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had a follow up appointment on (B)(6) 2026.